Event description:
Customer reported that their AED will not power on. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available, a follow-up MDR shall be submitted.